Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin on a cobas e 411 immunoassay analyzer. The sample initially resulted in a ferritin value of 757.7 ng/ml accompanied by a data flag. This value was reported outside of the laboratory to a physician. The customer noted that control precision was not good because controls would be outside of range on first run and when repeated, controls were within range. The field service engineer then found that probe tubing was out of a pulley. Controls tested after putting the tubing on the pulley were outside of range. The engineer changed tubing and controls were within range after this. After the service action, the affected patient sample was repeated, resulting in a ferritin value of > 2000 ng/ml accompanied by a data flag.